Event description:
It was reported that tiny crystals were coming out of the reservoir compartment of the customer's insulin pump when she changed her infusion set. The customer also received a no delivery alarm, which was resolved by changing the infusion set. Her blood glucose was 202 mg/dl. It was also stated that the customer went to give herself a bolus and a number popped up on her screen without any prompting on her part. The customer additionally mentioned that a piece of plastic came out of her reservoir compartment. She was advised to discontinue using the insulin pump and to revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the prime and excessive no delivery test. No unexpected numbers pop up on the screen. The device was received with cracked display window corner, reservoir tube lip, and minor scratched display window.